Event description:
It was reported that a large volume infusor overinfused the medication during patient infusion. The event was further described as "24 hours after starting the infusor was empty". The device contained 3775 mg of fluorouracil and 167.5 normal saline (ns) for a total volume of 243ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). (Additional) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between june 28, 2023 and june 30, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.